Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having hardware remova l/revision. Pre-operative diagnosis for this procedure was non-union due to hardware issues. It was reported that when the driver was used to remove a solera screw, the tip of the driver was broken. The broken tip was retrieved.  The patient/procedure was not impacted in any way. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Product identifiers are unknown. G4: 510(k) is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative that the hardware was moving around due to a broken rod. The broken rod was removed, and everything was reset with new rods and reinforcing rods as well. Some screws were removed and upsized. Type of surgery was labeled revision posterior fusion.

Manufacturer narrative:
B5 - additional information received d1 - brand name updated; d4 - product ID updated, lot number unknown; d.6a - implant date updated; d.6b - explant date updated; additional codes updated g2 - PMA / 510(k) updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.